Event description:
It was reported for the infant flow system that the unit was not generating the right pressures and that the alarms were not working right. It was also reported there were no pt compromises.